Event description:
New information noted that the lead was explanted and returned.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was oversensing noise. The noise was initially detected by the device correctly; however, the patient then received an inappropriate shock for lead noise. It is unclear if the inappropriate therapies were the cause of the ventricular tachycardia was experiencing. The patient was feeling very unwell, extremely acidotic, was intubated, and stabilized in the intensive care unit. There was also a loss of pacing for a slow escape rhythm that was likel due to noise inhibition. The noise was not reproducible with isometrics. The patient would have the lead revised.